Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Per gynesonics medical director, it should be noted that endometritis is a clinical dx, not one based on imaging or even cultures (unless specialized intrauterine culture devices are used to avoid contamination from the vagina). Typically patients have significant fever, leukocytosis and abdominal pain, often with associated leukorrhea. Such patients thus appear ill. None of this was present in this patient, making the diagnosis of endometritis unusual. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
One of the patients treated the previous day was sent to the ew due to "fever." I contacted doctor, who told me the patient had a temp of 100.8º, but a normal wbc and a benign abdominal exam. Cultures are pending at this writing, but the patient was kept overnight for observation. A CT scan demonstrated a "prominent endometrial cavity with enhancement suggestive of endometritis. Otherwise looked fine. Fibroids consistent with rf ablation. Planning to send her home today with po augmentin for 7 days. Odd case of endometritis post procedure." The patient was treated with mac then converted to lma.